Event description:
Additional information received from the patient reported that the device was a success, a blessing, and a godsend; the patient had her life back.

Event description:
It was reported that the day prior to the report, a patient had a loss of therapeutic effect and had an accident, which was very upsetting. She took imodium because she was having diarrhea symptoms. The patient increased stimulation a little since then, but was feeling stimulation comfortably. No troubleshooting or outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product(s): product ID: 3037, serial# njd428303n, product type: programmer, patient. Product ID: 3 889-28, lot# va0vg5g, implanted: (B)(6) 2015, product type: lead. (B)(4).